Manufacturer narrative:
(B)(4). A batch review will be performed for potentially associated lot numbers h13h08043 and h13k06034. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced presumed peritonitis. The presumed peritonitis event was manifested by a fever of 102 degrees fahrenheit and vague abdominal pain. On the same day as onset, the pt went to the emergency room and was later hospitalized for the event. The cause of the presumed peritonitis was unknown. The pt began treatment with vancomycin (1gram every 5 days, ip-intraperitoneally) and ceftazidime (1 gram daily, ip) for the event. Five days after being admitted to the hospital, the pt was discharged. At the time of this report, treatment was ongoing and the patient was reported to be recovering from the presumed peritonitis. Dianeal therapies were ongoing. Additional information was requested but is not available. This is report 3 of 3 involved in this presumed peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13h08043 and h13k06034 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.